Event description:
The product was used during a subtotal gastrectomy procedure. Reportedly, the safety would not release. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.